Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
He states that the receivers for his arms are cracked and are not locking into place. He states that he is afraid that he is going to fall out of his chair.